Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "deep vein thrombosis and lymphedema due to the surgery". It was further reported that the patient experienced mild swelling and was treated with oral anti coagulant. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.